Event description:
The customer contact reported that the device during testing at the user facility, the device powered off by itself with an inadequate response time. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.